Event description:
The customer returned the laparoscope, gynecologic, which is an olympus asset with no reported complaint. During the evaluation of the device, damaged fiber bonding in the outer tube area (distal end) and stripes in image was observed. The service repair technician indicated that the most likely cause of the stripes in image was due to broken charged coupled device unit and damaged fiber bonding in the outer tube area (distal end) was due to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stripes in image occurred due to broken charged coupled device unit. However, the most probable cause for damaged fiber bonding in the outer tube area (distal end) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.